Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
It was reported that the patient's controller was changing from one battery to the other one before battery was down to 25%. The battery was replaced from the hospital. There was no effect on the patient as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today